Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 09 nov 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 400mls flow rate: 8mls/hr procedure: fractured ribs cathplace: paravertebral drug: ropivacaine 0.2% infusion start time: (B)(6) 2021, before 3pm infusion stop time: (B)(6) 2021, 10am. It was reported that the elastomeric pump infusion ended 6 hours before the expected time. Per additional information received on 8 nov 2021, there were "no negative symptoms noticeable" for the patient.

Manufacturer narrative:
One used pump was returned for evaluation. Based on the return pump, product code, UDI, and lot number were determined. Testing of the returned pump revealed that the flow accuracy was within specifications. The device history record for lot 30116021 was reviewed and the product was produced according to product specifications. The complaint could not be confirmed as reported. No root cause has been determined. All information reasonably known as of 30 nov 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.